Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The patient's weight was corrected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is estimated.

Event description:
It was reported the patient's ipg is inoperable as she had not charged the ipg in approximately 4 years. Patient stopped charging the ipg because she lost the charger and never sought to obtain a replacement charger. Patient stated she received effective therapy prior to no longer charging the device. To address the issue, the ipg was explanted and replaced. No complication were noted during the procedure.